Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the canister tubing of purewick accessory kit turned green. Patient had an infection and thought it was from the tubing turning green. Cause was cleaning accessory kit with pinesol. Representative educated the patient on how to properly care for the kit by following the cleaning procedures in the manual with mild soapy water, 70 percent isopropyl alcohol and water, household vinegar and water. It was noted that the patient had been using the purewick products for more than 90 days. It was also noted that the purewick accessory kit was replaced on (B)(6) 2022. It was unknown if the device contributed to the infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was confirmed use related as per the reported event and IFU. The root cause for this failure could be "user does not follow instructions". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required as the investigation was confirmed use-related. The instructions for use were found adequate and state the following: "disinfection: use 70% isopropyl alcohol (ipa) to completely wet a clean low lint cloth and wipe down the purewicktm urine collection system base and power cord. Allow the disinfecting solution to remain on the device and power cord for a minimum of ten (10) minutes, ensuring the unit is visibly wet with ipa for ten (10) minutes. ¿ rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the disinfecting solution. It also states, replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days". Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the canister tubing of purewick accessory kit turned green. Patient had an infection and thought it was from the tubing turning green. Cause was cleaning accessory kit with pinesol. Representative educated the patient on how to properly care for the kit by following the cleaning procedures in the manual with mild soapy water, 70 percent isopropyl alcohol and water, household vinegar and water. It was noted that the patient had been using the purewick products for more than 90 days. It was also noted that the purewick accessory kit was replaced on (B)(6) 2022. It was unknown if the device contributed to the infection at this time and medical intervention was unknown.